Event description:
It was reported that the patient was asymptomatic. It was noted that remote transmissions received indicated supraventricular tachycardia (svt) episodes were being misclassified as ventricular (vt) on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. No changes were made at this time as the patient was no longer an active patient with the clinic. The patient was stable at the visit in clinic.

Event description:
New information received notes the patient came into clinic for a device check and programming changes were made. The patient was stable.